Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their stimulator had been working perfectly for the last 8-9 days, but today they were laying on their back on a hard surface for 5-10 minutes and they were getting shocked very badly. Patient said they had to shut the unit off and they don't know if it got damaged by them laying on the back. Patient tried to decrease the stimulation from 3.2 to 1.0 but they were still getting a pretty big shock. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.